Event description:
It was reported "helium loss 2 alarms - potential rupture". Additional information states that the iab catheter was replaced. It is unknown of the site of the second catheter. When asked of the location of the second catheter the customer stated "I know they exchanged over a wire so it should be the same site'. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was the original packaging label, which matches the returned and reported serial number. Upon return, the teflon sheath was noted on the iab catheter; the sheath was noted buckled. Blood was noted in the sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the iab central lumen was noted at approximately 5cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos cable was visually inspected; no damage or abnormalities were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. Least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediately push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before ins erting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss 2 alarms" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss 2 alarms - potential rupture". Additional information states that the iab catheter was replaced. It is unknown of the site of the second catheter. When asked of the location of the second catheter the customer stated "I know they exchanged over a wire so it should be the same site'. No patient injury or consequence reported. The patient's current condition is reported as "fine".